Event description:
The customer reported a battery failure found during pre-use check out that could cause loss of mechanical ventilation. There was no patient involvement

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The customer declined further service, and was recommended to replace the batteries to correct the issue. No further repair information is available at this time. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The customer declined further service, and was recommended to replace the batteries to correct the issue. No further repair information is available at this time. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).